Manufacturer narrative:
H2-3) the positioner motion was returned to the manufacturer for evaluation. Unable to confirm reported complaint. Installed gantry motion control in system. Motion calibration passed. The system initialized. Motion, generator, communication and charging readied. Door opened and closed successfully and system docking passed. The door opened and closed successfully. 2d and 3d images passed. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443r, serial/lot #: (B)(6): h2-3) the motion interface was returned to the manufacturer for evaluation. Unable to confirm reported complaint. Installed rotor motion control in system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. The gantry door opened and closed successfully. Docking passed.2d and 3d images were successful. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: (B)(6): h2-3) the positioner motion was returned to the manufacturer for evaluation. Unable to confirm reported complaint. Installed gantry motion control in system. Motion calibration passed. The system initialized. Motion, generator, communication and charging readied. Door opened and closed successfully and system docking passed. The door opened and closed successfully. 2d and 3d images passed. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443r, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no negative impact to the patient outcome. They proceeded with another imaging system.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry lifted without anyone touching the pendant. Gantry lifted up high and then would not lower with the pendant. System was stuck in initializing and had already been moved to the side for the remainder of the case. This had occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome. Medtronic imaging was aborted. No additional information was provided.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, replaced motion enclosure and positioner motion controller and tested. System ready for use. B01,c02,d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000180, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000443, serial/lot #: -, ubd: , UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.